Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 17 june 2020: lot 1904771: (B)(4) items manufactured and released on 13-aug-2019. Expiration date: 2024-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved in the event: reverse shoulder system 04.01.0173 glenosphere 39xø27 lot. 1906613 (k170452). Batch review performed by medacta regulatory affairs department on 17 june 2020: lot 1906613: (B)(4) items manufactured and released on 11-nov-2019. Expiration date: 2024-10-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 3 months after the primary surgery due to dislocation occurred at the reeducation center (dislocation of the liner from the glenosphere). The whole prosthesis was replaced.